Event description:
The customer reported that the system intermittently would not complete boot up. There is no report of patient injury or death.

Manufacturer narrative:
The customer canceled the service call.